Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A root cause could not be determined via data. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4).

Event description:
Data review did not confirm the reported event of low transmitter battery. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was downloaded previously for evaluation and it did not confirm the customer complaint, but did confirm a transmitter failure error. The reported event of low transmitter battery was not confirmed. The root cause could not be determined.